Event description:
Customer reported a button error on her insulin pump. She was trying to bolus for dinner and the keypad was unresponsive. She replaced the battery and was able to skip the blood glucose reading step. Customer's blood glucose is 80 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, due to unresponsive keypad. No button response on the esc and act buttons, due to corroded keypad traces noted. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.